Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d4, model #, of the initial medwatch report stated: prt-01201-000 section d4, model #, of the initial medwatch report should have stated: v+pro emergency, english section d4, expiration date, of the initial medwatch report stated: blank section d4, expiration date, of the initial medwatch report should have stated: 07/31/2022 section d4, UDI #, of the initial medwatch report stated: (B)(6). Section d4, UDI #, of the initial medwatch report should have stated: (B)(6). New information for supplemental medwatch report 001 -- h6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of it measuring lower peep (positive end expiratory pressure) than set and low exhaled tidal volume (vte) levels was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.

Event description:
It was reported to ventec that the ventilator measured lower peep (positive end expiratory pressure) than set, and its exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation on the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.